Event description:
The graft was spatulated and sewn into the vein using running 6-0 prolene. At the end of the procedure, the vessels and graft were flushed with good flow. One repair stitch was placed in each of the arterial and venous anastomoses. There was strong flow in the graft to the midportion of the tunneled area but very little flow into the venous area. The tunnel was enlarged manually from both directions to ensure that there was no stricture of the graft. There was not. The graft was opened, and a coronary dilator was passed through the graft as was a fogarty balloon catheter. No clot or other problem was noted. A incision was made over the point of the pulse differential, and the graft was noted to be bruised appearing. The graft was opened, and a dissection flap was seen within the graft. A small portion of the graft was excised and re-anastomosed, but this did not fix the problem. Left ovary graft material from the original trimming of the graft was then used to replace most of the arterial portion of the graft. It was sewn into the venous area at the counter-incision and was sewn into the arterial portion approximately 2 cm from the anastomosis. Following this, there was excellent flow through the graft. The excised portion of the graft was opened on the back table and found to have what appeared to be a dissection within the graft. -------------------------------------- what was the original intended procedure? : placement of an av graft -------------------------------------- what problem did the user have:device failed (e.g. Broke, couldn't get it to work or stopped working. -------------------------------------- therapies being used on the patient at the time of the event that may have caused or contributed to the event: not applicable.

Manufacturer narrative:
The graft lot 23f283-028 was received for evaluation. The issue was not able to be confirmed. Additional information including patient and specific procedure details was requested but has not been received to date. Without additional information, a root cause cannot be conclusively determined. No confirmed complaint trend was identified related to this issue. A review of the DHR was performed with no issues being noted for batch 23f283, all release criteria met specifications. No related ncmr/CAPA was identified; no confirmed complaint trend related to this issue was identified. Lemaitre current risk controls were determined to be sufficient at this time. Grafts are designed to meet specifications of iso 7198 testing. Baseline water permeability of grafts is established through baseline testing to ensure cellular infiltration will allow incorporation with native tissue at the anastomosis site. Wall thickness specifications are also established using 7198 to ensure adequate connection with native tissue. Every graft undergoes 100% pressure testing. During pressure testing, grafts are inspected for (wall ballooning) or fiber separation. A review of this complaint was provided by the lemaitre clinical advisor. "Sounds like some form of component separation. Never seen the integrity of the artegraft disrupted unless there is real stress applied." The issue was not able to be confirmed. No definitive root cause was identified. Based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending.